Event description:
Plaintiff was employed as a medical dr who wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges suffering the following symptoms: runny, itchy eyes and nose, coughing, wheezing, rash and progressive severe asthma. Plaintiff alleges developing a latex allergy.